Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim. It was reported that this issue was identified by the user several months ago. The dimming of the display screen occurred gradually over time and is now difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.